Manufacturer narrative:
The investigation has been completed and the touchscreen issue and malfunction alarm could not be confirmed due to a different issue that was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became frozen on the "preparing for cartridge" screen and was unresponsive with a white vertical line displayed across the upper left part of the screen. During troubleshooting with tandem technical support, review of pump history revealed that a malfunction alarm had occurred. There was no patient involvement, as the issues occurred during setup of the pump and the customer was not using the pump for insulin therapy.